Event description:
The customer reported that the insulin pump had a button error alarm during rewind. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 221 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.